Event description:
On (B)(4) 2013, the following info was provided: during the procedure, a cook instinct endoscopic hemoclip was used on a large post polypectomy defect. The initial info provided indicated: the physician stated that the device opened and rotated just fine, but the clip would not completely close on the tissue for the first few tries, but finally the device closed and replaced on the tissue. This info did not reasonably suggest a reportable event had occurred. On (B)(4) 2013 the following additional info was received: the device was being used to treat a post polypectomy site and the polyp removed was described as large. The clip had trouble closing onto the tissue and once it closed had trouble releasing from the deployment device onto the tissue. It did finally release after they played with the handle trying to make it deploy. This has been established as a reportable event. A section of the device did not remain the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: instructions for use state to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Prior distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.